Event description:
It was reported that this inflatable penile prosthesis stopped working. The device was unable to inflate or deflate due to fluid loss from an unidentified location. The device was explanted and replaced. No patient complications were reported.